Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061540) in united states on 10-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. She had the procedure done and not long that, she started experiencing bad pains and cramps, and pain in legs and hips. On (B)(6) 2014, she had surgery to remove one of the coils because it had migrated out of place and was causing severe pain in her abdomen. She still had one coil in and experience severe pain on a regular basis. She used synthroid as treatment medication. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately 2 years later, she had a surgery to remove one of the coils because it had migrated out of place. Device migration is listed in the reference safety information for essure. Although the exact date and mechanism of this dislocation were not described, since essure inserts may move along or out of the fallopian tube during essure therapy, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow up information received on 08-jun-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Follow-up received on 23-jun-2016: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately 2 years later, she had a surgery to remove one of the coils because it had migrated out of place. Device migration is listed in the reference safety information for essure. Although the exact date and mechanism of this dislocation were not described, since essure inserts may move along or out of the fallopian tube during essure therapy, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Despite follow-up attempts, no further information could be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061540) on (B)(6) 2016. The most recent information was received on 28-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated out of place') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("severe pain in abdomen"), pelvic pain ("bad pains"), abdominal pain lower ("cramps"), pain in extremity ("pain in my legs") and arthralgia ("pain in my hips"). The patient was treated with levothyroxine sodium (synthroid) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, pain in extremity and arthralgia outcome was unknown and the abdominal pain and pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, arthralgia, device dislocation, pain in extremity and pelvic pain with essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: lawyer added. Case is now potential legal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated out of place') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("severe pain in abdomen"), pelvic pain ("bad pains"), abdominal pain lower ("cramps"), pain in extremity ("pain in my legs") and arthralgia ("pain in my hips"). The patient was treated with levothyroxine sodium (synthroid) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, pain in extremity and arthralgia outcome was unknown and the abdominal pain and pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, arthralgia, device dislocation, pain in extremity and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated out of place') in a 44-year-old female patient who had essure (batch no. A16630-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("severe pain in abdomen"), pelvic pain ("bad pains"), abdominal pain lower ("cramps"), pain in extremity ("pain in my legs") and arthralgia ("pain in my hips"). The patient was treated with levothyroxine sodium (synthroid) and surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, pain in extremity and arthralgia outcome was unknown and the abdominal pain and pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, arthralgia, device dislocation, pain in extremity and pelvic pain with essure. The reporter commented: patient had more than one removal surgery on (B)(6) 2019. Lot number reported (a16630) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is invalid) fu 7 & 8 processed together. On (B)(6) -2020: quality-safety evaluation of ptc fu 7 & 8 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061540) on 10-may-2016. The most recent information was received on 10-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated out of place') in a 44-year-old female patient who had essure (batch no. A16630) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("severe pain in abdomen"), pelvic pain ("bad pains"), abdominal pain lower ("cramps"), pain in extremity ("pain in my legs") and arthralgia ("pain in my hips"). The patient was treated with levothyroxine sodium (synthroid) and surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, pain in extremity and arthralgia outcome was unknown and the abdominal pain and pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, arthralgia, device dislocation, pain in extremity and pelvic pain with essure. The reporter commented: patient had more than one removal surgery on (B)(6) 2019. Most recent follow-up information incorporated above includes: on 10-dec-2020: mr received: reporter. Lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.